Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed an image that was reddish in color. The issue occurred during reprocessing. There was no patient involvement reported.

Event description:
It was reported the rigid video scope displayed an image that was reddish in color. The issue occurred during reprocessing. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge and cracks on side of the video connector. Based on the results of the investigation, and since the image issue was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. It was determined the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.